Manufacturer narrative:
(B)(4). Several unsuccessful attempts have been made to contact the customer for return of the sample. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter global technical services (gts) contacted corporate product surveillance (cps) via cps's emailbox to relay customer report originally received via email by (B)(6) baxter monday (B)(4) 2011. Customer stated, "we have a flo-gard 6201 volumetric infusion pump that does not push fluid forward." There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.